Event description:
It was reported to philips healthcare that the heartstart xl "defibrillator did not respond to the pressure of the buttons on the plates, which is the defibrillator continued to issue the sound of ready charge that would interrupt after 30 seconds with the automatic disarmament." There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.